Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture and crack/fracture involving an unknown stryker stem was reported. The event of periprosthetic fracture was not confirmed. The event of crack/fracture was confirmed through visual evaluation of the provided photograph. Method & results:  device evaluation and results: no product was returned for evaluation however a photograph was provided. The photograph shows a recently explanted stem. Blood and biological matter is visible on the stem. A small fragment of material is visible in the photograph beside the stem. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event of periprosthetic fracture was not confirmed. The event of crack/fracture was confirmed through visual evaluation of the provided photograph. No product was returned for evaluation however a photograph was provided. The photograph shows a recently explanted stem. Blood and biological matter is visible on the stem. A small fragment of material is visible in the photograph beside the stem. The exact cause of the event could not be confirmed as insufficient information was provided. Additional information including device identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised due to femoral periprosthetic fracture. While removing the stem, pieces of the ha coating were found to be chipped off the device. It is not known if the pieces were chipped in situ or if it was caused by an osteotome during revision. The stem, head, and liner were revised to a competitor stem and head with a stryker liner. Rep confirmed there are no allegations against the revised head and liner. Rep can provide pictures of the explants and some additional patient details, but otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to femoral periprosthetic fracture. While removing the stem, pieces of the ha coating were found to be chipped off the device. It is not known if the pieces were chipped in situ or if it was caused by an osteotome during revision. The stem, head, and liner were revised to a competitor stem and head with a stryker liner. Rep confirmed there are no allegations against the revised head and liner. Rep can provide pictures of the explants and some additional patient details, but otherwise confirmed that no further information will be released by the hospital or surgeon.